Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump was alarming again for "no disposable clamp tubing", and the site had silenced the alarm and screen reads stopped. Pump settings had been reviewed. A continuous infusion rate of 3.0 ml/hour had been programmed, with a total reservoir volume of 31.9 ml and given volume of 106.15 ml. The pump was restarted, and the screen read run. The event occurred while in use with a patient, and there was no patient harm reported.

Manufacturer narrative:
The device was not returned for analysis. Service history identified that no previous repair has been noted in the last 12 months. The event history log was not provided. As the product was not returned, and no photographic evidence was provided to aid in this investigation, a product evaluation and problem confirmation cannot be performed. Therefore, this investigation was unable to determine a probable cause.